Event description:
On (B)(6) 2010, pt reported half of the display screen of the infusion device does not show the icons. Pt stated the issue started in the upper left hand corner and then on (B)(6) 2010, it moved to the center of the screen. Pt reported she can see a crack in the screen which she noticed this morning. Pt stated she noticed the issue with the display screen last week. Pt reported she is a drummer and occasionally has hit the infusion device. Pt is currently on the back up infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.